Event description:
Report received from abbott international affiliate (abbott-france) which states, "the pt received 100cc's of morphine in one hour without any alarm from the pump. The pt was hospitalized in the ICU for 24 hours and received naloxone." Further info states that the actions taken were that the device was disconnected/removed, pt monitoring and prolonged hospitalization. The pt recovered. Additional info requested, but no further info has become available.